Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) noted that the customer had reported a failing drawer and reviewed prior history indicating earlier pocket failures in drawer 2.1. The fse checked the system records, which showed previous failures on specific dates, but found no active issues during the visit. The fse then proceeded to replace the drawer controller and the retractor band for drawer 2.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all storage spaces failed when attempting to recover them, displaying a "requires maintenance" message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.